Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been received.

Event description:
Patient initially implanted with a bifurcated stent and a infrarenal aortic extension on (B)(6) 2016. During the initial procedure both limbs of the main body were ballooned with a non-endologix device. On (B)(6) 2016 computed tomography (CT) showed the left limb of the main body was occluded with thrombus. The physician attempted a thrombectomy and during the procedure the physician identified thrombus had extended into the main body of the graft. On (B)(6) 2016 the physician explanted the devices and an open repair was completed. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm thrombus occlusion of the left limb of the main body. Additionally there was evidence to reasonably support the following observations; at 1 month post implant a stenosis at the inferior stent margin of the left iliac limb of the main body and intragraft mural thrombus. The clinical evaluation additionally identified the following potential contributing factors to the reported event; patient anatomy, calcifications in the left iliac artery and stenosis in the left iliac artery. Due to the nature of the reported event a device evaluation cannot be used to assess intra graft thrombus. The device evaluation did confirm the device was explanted. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.correction:section h6: all codes updated based on device return and complaint investigation completion.